Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient presented to the hospital on an outpatient basis due to fluid leaking (approximately 10cc) at the connection between the transfer set and the titanium adapter. The transfer set was replaced. The next day, the patient was diagnosed with and hospitalized for peritonitis. The patient was treated with rocephin (ip, dose and frequency not reported). At the time of this report, the patient was recovering from peritonitis. The cause of the peritonitis was the leak between the tube and titanium adapter. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received. Visual inspection and leak testing was performed with no issues noted. The sample passed clear passage testing and clamp function testing. The inside diameter of the patient connector was measured and found to be below nominal. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The inside diameter of the of patient connector was measured and was found to be within specifications. An integrity of seal surface test was performed with no leak noted while connected to the laboratory titanium adapter. The inside diameter of the of patient connector was measured and the result was within specification limits. The reported problem could not be confirmed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An assignable cause of the reported condition could not be determined. Should additional relevant information become available, a follow-up report will be submitted.